Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and non functional. It was also reported that the patient experienced pain and was given six oxycodecone per day, but pain was not relieved.

Event description:
It was reported that the patients ipg was not holding a charge and non functional. It was also reported that the patient experienced pain and was given six oxycodecone per day, but pain was not relieved. Additional information was received that the patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event:product family: scs-linear leads,upn: m365sc2352500,model: sc-2352-50,serial: (B)(6),batch: 16283228/2000006323.